Event description:
It was further reported that there was water ingress inside the connector of the controller ac adapter as a result of cleaning the d riveline. When the nurse cleaned the patient's driveline penetration region, the controller ac adapter was at the bedside, and the controller ac adapter connector came in contact with an unknown amount of water. The controller ac adapter was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model#: 1430 / catalog#: 1430 / expiration date: 28-feb-2025 / serial#: (B)(6) h3: no h4: mfg date: 15-march-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized for an external driveline infection.  The patient underwent a surgical debridement of the driveline site.  The vad remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller adapter ac, d4: serial or lot#: (B)(6). H3: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) was returned for evaluation. The controller ac adapter ((B)(6)) was not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. A review of (B)(6) device history record was not performed as the reported event is not related to a manufacturing or servicing issue. No device malfunction was reported against (B)(6); therefore, the purpose of this analysis is solely to evaluate the device conformance to internal release requirements and to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Post-explant functional analysis revealed that pump (B)(6) met pre-implant requirements with power average consumption of 1.91 watts. A power shift condition was observed during functional testing. Given that the pump met specifications prior to release, the power shift condition observed during testing was most likely introduced during use. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Review of the available controller log files revealed eleven (11) low flow alarms logged since (B)(6) 2024. Log file analysis revealed no anomalies associated with the controller ac adapter within the analyzed period. The reported fluid ingress event could not be confirmed due to insufficient evidence. The most likely root cause of the fluid ingress event can be attributed to the handling of the device, as described in the event details. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the infection spread "to the driveline proximal." The patient was placed on a cardiopulmonary machine and the vad was exchanged. On (B)(6) 2024: it was further reported that the pathogens of driveline infection were methicillin-susceptible staphylococcus aureus (mssa), and pus aeruginosa. It was noted that the infection did not reach the vad. The patient had already been extubated, and the patient's blood pressure in the intensive care unit (ICU) was about 120 mmhg with impella 5.5 and catecholamine support.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ac adapter (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis was not performed since log files were not available. The reported fluid ingress event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the fluid ingress event can be attributed to the handling of the device, as described in the event details. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the infection spread "to the driveline proximal." The patient was placed on a cardiopulmonary machine and the vad was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.